Event description:
New information indicated the device continued to exhibit an ECG/iegm anomaly during follow-up. The device remained implanted and the patient would be monitored.

Event description:
It was reported that upon interrogation, the pulse generator exhibited an ECG/iegm anomaly. During a following patient check, the egm showed no issues. The patient would be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.